Event description:
The customer has reported to us via distributor that after approximately three years of the primary surgery, the stem implanted broken.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.